Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is seeing a dark shadow and experiencing blurriness and heaviness in the lids. In a follow-up, the consumer indicated that she continues to be monitored by the surgeon who advised her to "wait and see if she adapts." She reported the shadows are better in her left eye. She reported seeing a haze across both eyes when looking to the side when the light goes from light to dim. She also reported her distance vision in her left eye is " not good." At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event this report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).